Event description:
The manufacturer received information alleging related to a CPAP device's sound abatement foam.the patient alleges to have a headache and throat irritation. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.